Manufacturer narrative:
The crp and mg reagents' lot numbers and expiration dates were not provided. Calibrations and qc were acceptable. The field service engineer (fse) found that the springs of the washing needles were poorly moving, the z-axis adjustment of the sample pipettor was wrong and the degasser was not working properly. The cuvettes were last changed on (B)(6) 2023. The fse replaced the springs of the washing needles and the degasser. He also adjusted the z-axis of the sample pipettor. The investigation determined that the cuvette was not properly replaced by the operator, the z-axis adjustment of the sample pipettor was wrong and the degasser was not working properly. The root cause was due to insufficient operator's maintenance. The service actions done by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with c-reactive protein (crp) assay and 1 patient's sample tested with magnesium (mg) assay on a cobas 6000 c501 analyzer. Sample 1 was tested for crp: initial result: 0.35 mg/l. Repeat result: 64.17 mg/l. Sample 2 was tested for mg: initial result: - 0.04 mmol/l. Repeat result: 0.65 mmol/l.